Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/19/2025, a sales representative reported via email that during the insertion of an ar-9582-30 modular post and an ar-9580-2420-2s baseplate, the two components did not engage properly, resulting in separation. A second set of components, another post and baseplate, was opened to successfully complete the procedure. This was discovered during a reverse total shoulder on (B)(6) 2025. Additional information was received on 11/25/2025: during the procedure, the ar-9582-30 modular post and the ar-9580-2420-2s baseplate disengaged inside the patient after being assembled on the back table. No components broke, and all pieces were retrieved. No other arthrex products were affected. The case was completed using ar-9580-2420-2s modular glenoid system augmented base plate 24 mm+2 (lot 1306512225) and ar-9582-30 modular post for augmented mgs baseplate 30 mm (lot 1749132422). Surgery was delayed by approximately 5¿10 minutes; the additional use of anesthesia is unknown.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as incomplete seating or component misalignment.